Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the front panel on the light source flashes was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the faulty high brightness motor and turret motor. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the front panel on the light source flashes. The issue was found during an unspecified diagnostic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.